Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed there was software and instrument failures. The drill and thoracic probe were appearing in bone and not on bone. Codes b01, c10, c13, and d02 are applicable to this analysis. H6: code c10: software problem identified is applicable to the software failure. Code c13: operational problem identified is applicable to the instrument failures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a navigation inaccuracy. While troubleshooting an inaccuracy on the system, the manufacturer representative (rep) was able to replicate an issue with the instruments on this system. The rep used an imaging system to take a demonstration (demo) spin and confirmed three instruments (no other instruments were available at the time of troubleshooting) were showing two millimeters (mm) deep on every level of the demo. The instruments verified without issue and no geometry error was noted. The following instruments with navigation inaccuracies are what the rep used to replicate the issue: a thoracic probe tracker and a plannar passive ball 1.5 millimeter (mm). There was no patient involvement. Additional information was received. It was reported that the inaccuracy is within 2mm tolerance.